Event description:
Immediately following focused ultrasound left side treatment for essential tremor on the right hand, the patient experienced neurological symptoms. Patient was admitted overnight for observation. 24 hours later, some of the symptoms resolved and the patient was unable to walk independently. The post-operative imaging showed edema. The patient continued hospitalization while being treated with corticosteroids and physical therapy. Two weeks later, all the symptoms resolved except the gait issues and ataxia. The patient still could not walk independently, although there was significant improvement.

Manufacturer narrative:
Gait issues and ataxia are known side effect listed in the information for prescribers. No device malfunction detected. Treatment parameters were in line with typical range. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Manufacturer narrative:
Gait issues and ataxia are known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Immediately following focused ultrasound treatment for essential tremor, the patient experienced neurological symptoms. Patient was admitted overnight for observation. 24 hours later, some of the symptoms resolved and the patient was unable to walk independently. The post-operative imaging showed edema. The patient continued hospitalization while being treated with corticosteroids and physical therapy. Two weeks later, all the symptoms resolved except the gait issues and ataxia. The patient still could not walk independently, although there was significant improvement.